Event description:
It was reported the physician requested information on leaflet obstruction and current treatment options for pannus and partial obstruction. At the time of his request, he reported he had an emergency case in 2008 with a pt who had other medical issues. Information rec'd indicated the implant had been in 2003 and the pt expired sometime in 2008 (exact dates unk).